Event description:
It was reported that the bd vacutainer® lh pst¿ ii plus blood collection tubes had color variation in the cap among the same batch. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes. D.4. Returned to manufacturer on: 26-feb-2024. H.6. Investigation summary: bd received 2 samples and 2 photographs from the customer in support of this complaint. Evaluation of both identified 2 tubes with varying cap colors. Visual evaluation of the 100 retained samples did not find variation. Bd was able to confirm the customer¿s indicated failure mode with the photographs and samples provided. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that the bd vacutainer® lh pst¿ ii plus blood collection tubes had color variation in the cap among the same batch. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1: initial reporter fax: (B)(6).